Event description:
It was reported that there was possible premature battery depletion. The patient was seen for a follow-up check and the battery voltage at that time was 2.95 volts. Four days later, the patient was feeling symptomatic and went to the hospital. The device was found to have triggered elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was possible premature battery depletion. The patient was seen for a follow-up check and the battery voltage at that time was 2.95 volts. Four days later the patient was feeling symptomatic and went to the hospital. The device was found to have triggered elective replacement indicator. The device was explanted and replaced. It was also reported that a review of the device performance data indicated that the eri was due to increased battery impedance. It was noted that the patient experienced chest pain and dizziness. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.